Manufacturer narrative:
The product and/or batch lot info was not provided from the initial reporter, therefore, we are unable to proceed with device evaluation;

Event description:
Couldn't breathe / airway was blocked [dyspnoea]. Choke [choking]. Toothbrush head lodged in throat/ foreign body in pharynx (provisional) [foreign body trauma]. Pierced holes in throat / injured /damages to throat [pharyngeal injury]. Brush head broke off into mouth and went down throat [device breakage]. Throat sore [pharyngolaryngeal pain]. Sore to swallow [odynophagia] cough [cough]. Was in pain while the brush head was down throat / pain [pharyngolaryngeal pain]. Bloody stuff (throat) [pharyngeal haemorrhage]. Swallowing difficulty [dysphagia]. A consumer reported that his wife, had used the oral-b cross action power-whitening toothbrush for six months when the brush head came off of the toothbrush and lodged in her throat while she was brushing in 2007. He stated that his wife choked and could not breathe and ended up using pliers to try and get the brush head out; the brush head pierced a couple of holes in her throat. The consumer reported that his wife had to go to the emergency room overnight due to the injuries she obtained from the oral b toothbrush. The case outcome was unk. He reported that his wife had used a manual toothbrush before this and mentioned that she never dropped the oral-b- cross action power-whitening toothbrush. Past medical history included: allergy- unk, medical history - unk. No further info was provided. On three days later, received consumer's follow-up phone call: the consumer reported that his wife was feeling better; she was in the hospital and was given unspecified antibiotics and pain medicine before being released on 08-aug-2007. He stated that she had been using the toothbrush twice daily for approx. 180 days when she experienced symptoms at 05:45 am on original date. No further info was provided. On a week later update: details revealed in a review of the initial contact of 09-aug-2007: the consumer stated that he was reporting for his significant other who was incapacitated; she went through a whole, whole lot of pain; her airway was blocked for awhile and she was so desperate when it happened; she could not put her hand in her throat because the brush head was too far down in her throat; she was able to pull out the brush head with pliers but it was bloody, bloody stuff and she had to be taken to the emergency room to be fixed up. He stated that she was discharged from the emergency room and then admitted to the hospital by the eyes, ears, nose and throat physician because there was some damage to her throat, causing a couple of some type of holes in her throat; she was fortunate it was not worse and she was released from the hospital on one day after event date. The consumer reported that his significant other had incurred a cough; she still had a pretty sore throat and had a swallowing difficulty that did not allow her to eat or drink for 24 hours; the symptoms were still present but improved. No further info was provided. On two days later, safety received follow-up phone call from consumer: the consumer reported that she used the battery powered oral b cross action toothbrush at approx. 5:45 in the morning on event day, and the brush broke off into her throat. She stated that she missed work and went to the emergency room on the same day where they kept her in the hospital until the following day. The consumer reported that she experienced pain and suffering; her throat was still sore on the next day, and she still could not eat anything because it was still sore to swallow. She stated that she had no medical conditions or allergies at all. She mentioned that she had been using the oral b toothbrush for six or seven months; she had used another brand of battery operated toothbrush and a regular toothbrush previously. No further info was provided. On the end of the month, safety received follow-up letter from attorney with medical bills and prescription receipts: attorney letter: an attorney reported that his client experienced quite a traumatic event due to the disengagement of the brush end of the oral b brushing device. He reported that she had to pull the brush from deep in her throat with a pair of pliers and this caused a significant amount of bleeding for which she went to the emergency room and was admitted to the hospital; she lost wages from event day through five days later. Pathology statement: comprehensive panel on event day. Complete blood count and differential on the following day. Encounter form for office outpatient visit on five days later. Primary diagnosis: foreign body in pharynx. International classification of diseases code 933.0. Prescription receipts: clindamycin 300mg; quantity: 30 capsules. Hydrocodone/acetaminophen 7.5mg/500mg/15ml; quantity 480.